Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl; therefore, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction reoccurred, and this instruction was acknowledged and understood.